Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and additional testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and additional testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that two years ago, a defibrillation threshold w(dft) test was performed and shock impedance measurements ranged in the 160 ohms. Currently, these measurements are greater than 200 ohms; therefore, ts recommended a lead revision to ensure efficacy. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and additional testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that two years ago, a defibrillation threshold w(dft) test was performed and shock impedance measurements ranged in the 160 ohms. Currently, these measurements are greater than 200 ohms; therefore, ts recommended a lead revision to ensure efficacy. No additional adverse patient effects were reported. This lead remains in service. Additional information was received that due to the gradual high out of range shock impedance measurements, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.